Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional testing did confirm the reported condition as a large leak due to an edge gouge/ cut. The cause of the condition is unknown; however, the condition likely occurred during customer handling as the customer reported the leak was discovered during post compounding quality check and a leak of this magnitude would have been obvious if it was present during compounding. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on left seam near the bottom of the bag. The leak was discovered during the facility quality check. This report documents no patient involvement or adverse events. No additional information is available.